Event description:
A remote alarm was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the remote alarm at the MFR's service center, a failure was observed. The remote alarm had an intermittent audible alarm and would not alarm when it should. The pca board was replaced to correct the issue.